Manufacturer narrative:
The device was returned for analysis. The reported material separation (suture) could not be confirmed as the plunger, suture, posterior needle tip, link, and both cuffs were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the proglide plunger was removed, a suture break occurred. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved with the sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.